Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (red residue on lens). (B)(4)

Manufacturer narrative:
Updated/additional information: the lens was exchanged on (B)(6) 2018 for a shorter lens. The problem was resolved. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -6.0 diopter, into the patient's left eye (os) on (B)(6) 2017. The surgeon notes excessive vault. Reportedly, the lens remains implanted.